Manufacturer narrative:
Follow-up #2: date of submission 07-jan-2020 device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2020 with the following findings: during investigation, the complaint regarding power was reported on 16-jan-2019 , according to the pump history the pump was in use until 13-sep-2019. The black box contains data from 04-sep-2019 until 13-sep-2019 with no evidence of power loss or rebooting. The black box contains data from 04-sep-201until 13-sep-201with no evidence of power loss or rebooting. The battery cap was not retuned with the pump, a test cap was used for all testing with no power issue duplicated. Due to the battery compartment crack (reference (B)(4)) the test cap is unable to fully tighten but is able to tighten enough in order to maintain power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Additional information has been received indicating that there was no pump malfunction. The pump was functioning appropriately.